Manufacturer narrative:
During treatment of a basilar artery-trunk aneurysm, after placement of seven coils, the 22mm enterprise stent (enc452212) was deployed; however, it was placed distal to the intended position. The physician reported that he might have misread the position of the vrd markers. Because of the possibility that an additional stent could block the right anterior inferior cerebral artery (aica) where the vrd proximal markers were closely located. Additionally, the vrd distal markers were located close to the basilar tip with risk of rupture; therefore, an additional stent was not placed. The procedure was competed without any neurological symptoms and the patient is in stable condition. The prowler select plus str microcatheter was placed distal to the aneurysm with the enterprise advanced into the microcatheter. A constant and dedicate flush was maintained through the system. All of the markers on the stent and delivery system were well seen under fluoroscopy prior to deploying the stent. The microcatheter was withdrawn while maintaining the enterprise at the desired site. There was no resistance at any time between the microcatheter and enterprise system. There is no information regarding the aneurysm or parent vessel characteristics or measurements. After removal from the patient there were no damages on the microcatheter or the enterprise delivery system. The stent remains implanted and therefore is not available for analysis. It was reported that procedural films are not available. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01424292. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the reported information, it appears that procedural factors contributed to the inaccurate placement of the enterprise vrd. With review of the reported procedural information and review of the device history records there is no indication of any manufacturing or device performance issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4). Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424292. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained (B)(4) units, which were shipped from lake region medical on june 25, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days.

Event description:
The procedure was coil embolization assisted with an enterprise vrd system (enc452212) for an aneurysm in (ba) basilar artery trunk, the enterprise was advanced to the target lesion after 7 coils were placed in the aneurysm. The stent was deploy, however it was placed in the distal vessel to the intended position. The physician commented that he might misread the position of the vrd markers. Additional vrd was not placed, because it was possible that the additional stent could block the right (aica) anterior internal carotid artery where the vrd proximal markers were closely located. Also, as the vrd distal markers were located closely to the ba-tip, there was a risk of rupture. The procedure was completed without any neurological symptoms. The patient is in stable condition. Prior to detaching the stent, all the markers on the stent and delivery system were well seen under fluoroscopy. During placement, the microcatheter was placed distal to the aneurysm neck. After placing the microcatheter, the enterprise system was inserted all the way past the distal end of the microcatheter, and once the position was verify with fluoroscopy and angiograms, the microcatheter was removed while maintaining the enterprise system at the desire site. The stent was deployed and detached without any issues, but the deployed position was incorrect. The physician considered that he might misread the vrd markers and the stent was placed in the distal vessel as a result. A constant and dedicated saline source was utilized at all times, and there was no resistance at any time between the microcatheter and delivery system/stent. A prowler select plus (str) was utilized with the enterprise vrd system, and no damages were noticed on the microcatheter tip. After removal of the devices, no damages were noticed on the delivery system or microcatheter. No further information was available. A cd copy of the procedure was not available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
(B)(4).